Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low voltage alarm while connected to mobile power unit (mpu). The patient was switched to power module (pm) with ungrounded cable and initially the alarm subsided but returned a few minutes later. At one point, the alarm persisted when patient was connected to both battery and pm (1 lead to each). The patient was not harmed by this incident and alarm resolved on its own. The patient has a rescue tape applied to both their white and black power cable lead and one on their modular cable. Interrogation showed low voltage with power cable disconnect, no pump off or low speed advisories. Mpu appears to be working well and without any obvious defects. Writer could not reproduce any alarms at bedside. Upon log file review, a low power hazard/power cable disconnect alarm was observed on (B)(6) 2020 during power change. The event resolved quickly following the reconnection power to a viable power source. Otherwise, there were other no unusual events seen within the log file. The ventricular assist device (vad) is functioning as intended. Additional information was received that the mpu cable was found to have small tear with wire exposed. Furthermore, the patient was provided with loaner mpu and no further alarms have occurred. The patient will be issued a brand new mpu in the next few months according to the reporter's program replacement guidelines.

Manufacturer narrative:
Manufacturer's investigation conclusion: the event, of low voltage and power cable disconnect alarms occurring while on the mpu, was confirmed in the submitted heartmate 3 lvas log file. The customer also reported that the alarms resolved on their own and the patient was not harmed by the event. Technical service reviewed the log files and replied to the customer ¿ confirming that the low voltage and power cable disconnect alarms were due to a loss of external power while operating on the mpu. There was one loss of power event that was approximately 32 seconds in duration. The patient was operating on mpu power when the event occurred; the patient switched to battery power to resolve the issue. The rsoc voltages and cable voltages correspond to a loss of mpu power and not to the patient performing a power source exchange. The reported low voltage alarms and power cable disconnects resulted from the loss of power from the mpu. No product was returned for evaluation. The customer replied to requests for additional information. The mpu patient cable had tears on its outer jacket insulation ¿ exposing wires. The patient¿s mpu was replaced with a loaner unit; the old mpu was out of warranty and discarded. System controller alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook. Set up and use of the mpu are documented in the heartmate 3 lvas patient handbook. Changing external power sources is documented in the heartmate 3 lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.